Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation; ptosis, using a full vertical and horizontal t incision. 2 pieces of galaflex were used and cut in elliptical shape. Concomitant procedures included mastopexy and capsulotomy. On (B)(6) 2017, medial left inframammary hematoma was reported. Patient was given medication (keflex) and instruction to use hot and cold compress bid. Resolved with sequelae on (B)(6) 2017. Review of medical affairs identified that the reported ae is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of hematoma and was treated with medication. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hematoma is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reactions section of the instructions-for-use (IFU), supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.